Manufacturer narrative:
The reported events were high pacing impedance, r-wave amp variation, and failure to advance stylet. The reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead found over torqued inner coil and two of the filars to be broken at the connector region consistent with procedural damage. The stylet used in the field was not returned with the lead. Unable to perform additional testing due to the condition of the lead as received. The cause of the reported event of failure to advance stylet was isolated to over torqued inner coil and the broken filars consistent with procedural damage. The reported events of high pacing impedance and r-wave amp variation were not confirmed. Electrical testing did not find any indication of internal shorts.

Event description:
During an in-clinic follow up, an event of high pacing impedance and r-wave amp variation problems were observed of the right ventricular (rv) lead. During the revision procedure, the stylet was unable to advance into the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.